Manufacturer narrative:
An event regarding femoral stem loosening involving a gmr's extension piece was reported. Conclusion: based on the limited information provided, it is unlikely that the extension piece itself was loose as it is part of a femoral construct built up with the femoral modular stem and the distal femoral component. These three devices are locked together by locking tapers and make up the femoral construct. The event description indicates loosening of the stem within the femoral bone and there is no indication or allegation that there was a loosening between the locking tapers of any of the three devices. Both the distal femoral component and the extension piece were revised, most likely as a precautionary measure as it is likely that they get damaged during the disassembly process at the revision surgery. Based on the provided information, there is no indication or allegation that the product reported in this investigation contributed to the femoral stem loosening.

Event description:
Patients gmr's distal femoral prosthesis was revised for pain and loosening. Femoral implants were grossly loose and were removed, mrh tibial component was well fixed and retained. Implant was replaced with another gmr's left standard distal femur, 30mm extension piece, and a larger 15mm cemented stem.

Event description:
Patient's gmrs distal femoral prosthesis was revised for pain and loosening. Femoral implants were grossly loose and were removed, mrh tibial component was well fixed and retained. Implant was replaced with another gmrs left standard distal femur, 30mm extension piece, and a larger 15mm cemented stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.